Manufacturer narrative:
Chen. X james, et al, "complication and readmission rates following same-day discharge after percutaneous renal tumor ablation¿, journal vascular intervention radiology(2016) 27:80¿86. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via journal article. It was reported via journal article that patients experienced complications post radiofrequency ablation (rfa) procedures. Immediate procedural complications after rfa procedure were reported as hemorrhage, pneumothorax, hematoma, neuropathy, respiratory distress.

Manufacturer narrative:
Brand name updated from bard® rf ablation generator to rf3000 radiofrequency generator. Upn- search: updated (B)(4). Manufacturer name updated from boston scientific - (B)(4). Mfg site name: (B)(4).

Event description:
Reported via journal article. It was reported via journal article that patients experienced complications post radiofrequency ablation (rfa) procedures. Immediate procedural complications after rfa procedure were reported as hemorrhage, pneumothorax, hematoma, neuropathy, respiratory distress.